Event description:
An FDA medwatch report was received. A consumer reported that, a few weeks after an intraocular lens (iol) implant surgery, major floaters started blurring vision in one eye. The consumer was diagnosed with a detaching retinal lining. The consumer further reports that the physical effects are depressing, bright lights cause discomfort, eyes get really tired, and there appears to be inflammation. There was no further info provided to allow for a follow-up.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. Product history records could not be reviewed because the reporter did not provide a lens serial number, lot number, or any identification traceable to the mfg documentation. No additional information was provided to allow for a follow-up.